Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having high blood glucose in the past few days. Customer's blood glucose was 433 mg/dl and customer used a correction bolus to bring down his blood glucose. Customer declined troubleshooting for the high blood glucose. Customer had changed out his set around the time that he started having high blood glucose. Customer bolused using the bolus wizard. Customer's pump gave him a max bolus. Customer was advised to contact his health care professional about when to test his blood glucose after changing his set.